Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in late 2007. During the procedure, after four minutes of use, the balloon lost pressure. The catheter was removed and a small hole was noticed. The catheter was replaced and the case was successfully completed with no adverse patient consequences.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.